Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6), 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, august 02, 2023. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was used during a spaceoar vue implant procedure in an unknown date. During the procedure the space didn't open up as much as it normally does. The patient's physician did aspirate before injecting and saw no blood. On sagittal ultrasound there was pulsatile blood flow in the fat plane between the prostate and rectum, and so it was highly vascularized. The planned computed tomography (CT) showed there was a contrast in the venous system entering the hypogastric vein, it was also noted there was minor evidence of circumferential gel around the prostate on axial. Since the hydrogel was placed in the wrong location there was not much space between the prostate and rectum. The patient was reported as asymptomatic. The patient's physician was planned to continue with the treatment as was initially planned. No further information has been obtained despite good faith efforts.